Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. The cartridge was ultimately filled successfully and loaded onto the pump. Additionally, the customer experienced difficulty inserting the needle into the cartridge septum. The customer was ultimately able to insert the needle successfully and filled the cartridge with insulin. Customer's blood glucose level ranged between 135-137mg/dl.